Event description:
It was reported that "(B)(6) 2026, when medical staff at the hospital were using the guidewire of our central venous catheter, they observed that the entire guidewire kinked after being inserted 5 mm into the patient's body, rendering it unusable." The user changed to a new set to resolve the issue. There is no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a kinked guidewire was able to be confirmed by the photo. A red circle shows the kink in the guidewire body. Signs of use are observed. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "(B)(6) 2026, when medical staff at the hospital were using the guidewire of our central venous catheter, they observed that the entire guidewire kinked after being inserted 5 mm into the patient's body, rendering it unusable." The user changed to a new set to resolve the issue. There is no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".